Event description:
It was reported after implant the patient was given for groups but they never specifically targeted the area patient has pain. Patient needs additional programming and noted that therapy is not reaching some of the areas of pain they were having. Acute pain was noted following implant. Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. An appointment was noted for (B)(6) 2013. It was reported the patient went to go see their physician to get reprogrammed and they were told to contact their implanting physician to have the leads moved up. Additional information received reported the patient¿s initial implant procedure on (B)(6) 2013 ¿went awry, one of the leads was moved and it didn¿t work after that and it didn¿t provide the necessary pain relief.¿ the physician reportedly took an x-ray and a scan and noted that the top lead moved about 3 inches during the implant. It was reported the patient never had a therapeutic effect. It was reported that the reason nothing was done since august was that the patient ¿got quadication and severe blockage in his legs and they had to go in and do vascular surgery¿ 4-5 weeks ago. It was reported that the ¿cardiologist wouldn¿t let the patient undergo a lead replacement/revision until his ¿legs were fixed.¿¿ it was reported the manufacturer representative was aware of the misplacement and they had meetings.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).